Event description:
It was reported that when using the bd pyxis¿ es server, the new patient profiles and medication orders were delayed in appearing on the devices. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and launched health sight viewer, where a pharmacy order delay was observed in a down state. Sql server management studio was accessed, and a downtime query confirmed delayed xml processing along with the last heartbeat information. The user was advised to contact the hospital admit, discharge and transfer (adt) team regarding the downtime, and the customer acknowledged the information. The tss then closed the case.